Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The report of "stenosis secondary to calcification" was confirmed. X-ray demonstrated heavy calcification on all three leaflets, and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 2mm near commissure 1 on outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a 2mm tear near commissure 1. Leaflet 2 had two tears that measured 2mm near commissure 2, and 4mm on the cusp region. Calcification was evident near all three tears. The sewing ring was cut around the valve circumference and exposed the wireform around leaflet 1. Hematomas were observed on the outflow aspect of leaflets 1 and 3. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It has been determined that the root cause of this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification.

Manufacturer narrative:
The device was returned for evaluation; however, the analysis has not yet begun. A supplemental report will be submitted with findings once the evaluations has been completed.

Event description:
It was reported that a bioprosthetic aortic valve, implanted for approximately fifteen (15) years and one (1) month, was explanted due to severe stenosis secondary to calcification. Per medical records received, this case involved (B)(6) year-old female with a history of mv repair, tv repair, hypertension, hyperlipidemia, congestive heart failure nyha class iii, paroxysmal atrial fibrillation, complete heart block and permanent pacemaker. She presented with worsening shortness of breath, fatigue, pedal edema and weakness. Echocardiogram revealed severe prosthetic aortic stenosis, ef >55%, mean gradient of 42, mild mitral regurgitation, severe pulmonary hypertension and severe tricuspid regurgitation. She underwent an aortic valve replacement, mitral valve repair and tricuspid valve replacement. Intraoperatively, the heavily calcified aortic valve was excised and the annulus was decalcified. Aortic and tricuspid valve replacement was performed. The patient was separated from cardiopulmonary bypass without difficulty. Extensive hemostasis was obtained, but the patient developed bleeding from the left lung, most likely secondary to pulmonary hypertension. Initially, packing was attempted, but the lung continued to bleed significantly. The patient was placed back on bypass. The lung continued to bleed significantly after multiple attempts to address multiple parenchymal bleeding sites and it was decided this could not be controlled due to the patient¿s level of anticoagulation and coagulopathy. After administration of factor vii the left atrium was full of clot. ECMO cannulation was performed. Extensive hemostasis was obtained. A left common femoral intraaortic balloon pump was placed for improved hemodynamics. The patient was transferred to the ICU in critical condition. Post operatively, she developed lactic acidosis, coagulopathy, cardiogenic shock, acute blood loss and anemia. The family was notified of the patient¿s poor prognosis and despite aggressive intervention comfort measures were initiated and she expired on pod#1.